Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are not clotting, and the serum does not separate once centrifuged. Additionally, fibrin is seen in some samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 8 samples for investigation. The samples were visually inspected for gel defects and additive abnormality. One of the 8 samples failed for gel air bubbles, while none of the samples failed for additive abnormality. Complaints for sample quality are under statistical control for the month of december 2025. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure mode: sample quality (poor barrier separation, fibrin, poor clot formation). This complaint has been confirmed for gel air bubbles before use. No definitive root cause could be established for the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes are not clotting, and the serum does not separate once centrifuged. Additionally, fibrin is seen in some samples. No adverse impact was reported regarding the patient or user.